Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Corrected data: g3/aware date for initial medwatch report is oct 19, 2021.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, error e105 was confirmed and is likely to have occurred due to disconnection or shortage of the examination lamp (led). However, we could not determine the cause of it. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the reporter. The user had received several messages from the visera elite ii video system center that the lamp was defective. After switching the unit off and on, the error message was no longer present. After the last error message on october 7, 2021, the facility decided not to continue using the unit and to have the unit checked. The error was detected before the procedure. After switching the unit off and on again, the message disappeared.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter. See updated section b5.

Manufacturer narrative:
At the olympus service center, the customer¿s issue was not confirmed. The issue did not occur during a test run. However, the error could be traced in the error memory. Experience has shown that the e105 error indicates a defect in the led unit. The contact person/occupation of the reporter is unknown. A supplemental report will be submitted should additional information be made available. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the lamp was displayed as defective on the visera elite ii video system center. No patient harm reported. During the evaluation of the device, it was noted there was a failure of the light emitting diodes (leds) light source unit. This report is to capture the reportable malfunction of failure of the light emitting diodes (leds) light source unit noted at estimation.